Event description:
Caller reported a malfunction on pump, identified with malf 12 code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer's pump is out of warranty, and they reverted to an alternate method of insulin therapy.